Event description:
The customer reported that her blood glucose did not go below 300 mg/dl. When she removed the pod, she noticed that the cannula was kinked. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kink cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.